Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate electric shocks due to oversensing and low amplitude. Technical services (ts) was consulted and recommended troubleshooting options. At this time, no adverse additional patient effects have been reported. This product remains in service.